Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- upon visual inspection of the complaint device it can be seen that we have received the blade in a closed condition. Furthermore, the received device shows dents, scratches, deformation and as well some color fading all over the surface. (For details see pictures attached) during investigation a functional test was performed, the blade passed the functional test (for details see pictures attached) as the blade is fully functional, the complaint is unconfirmed and no further investigation will be done, as dimensional evaluation. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 04.027.051s, lot: 3l96164, manufacturing site: bettlach, release to warehouse date: 21. March 2019, expiry date: 01 march 2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Event year reported as 2019; exact date is unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date, 80mm proximal femoral nail antirotation-ii (pfna-ii) blade did not function as expected. The 80mm spiral pfna-ii blade was opened and autoclaved, however it was not locking when inserted. The surgery was delayed by ten (10) minutes due to the reported event. Surgeon then removed the 80mm blade which was not fixed properly and inserted 75mm blade. Procedure was successfully completed. There were no patient consequences reported. Concomitant device reported: unknown pfna-ii nail (part #: unknown, lot #: unknown, quantity #: 1). This report is for one (1) pfna-ii blade 80mm. This is report 1 of 1 for complaint (B)(4).